Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope exhibited white spots on the image when meeting cold or hot water. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.